Event description:
Per the clinic, the patient experienced poor performance with the device over the last 6 months (specific date not reported). Subsequently, the device was explanted under general anesthesia on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.